Event description:
The iab was inserted into the pt on 6/4/98 at 10:15 am. On 6/9/98 at 9:45 pm after iabp for 131.5 hrs, the iab leaked and the iab was removed. No second iab was inserted. On 7/6/98, the following was reported to datascope: the "blood detected" alarm sounded from the pump. The iab was removed and a second iab was not inserted into the pt. There was no pt injury or complication as a result of the event on 6/9/98. After the event, the pt was maintaining pressure without iab support was being weaned. The pt went onto expire on 6/11/98 at 2130. [Event complications]: none from the event-reported 6/10/98 and 7/6/98. [Pt's current status]: expired-rpt'd 6/17/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to FDA on 7/27/98).